Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was performed using a brk and sl1 system with an inferior and slightly anterior stick to the appendage anatomy. The non-boston scientific (bsc) guidewire was placed in the pulmonary vein and the was sheath was introduced into the la. When the was sheath was introduced, it was observed that the non-bsc guidewire came out of the pulmonary vein and went directly into the appendage. The non-bsc guidewire was removed, and an effusion sweep was performed by transesophageal echocardiography (tee). There was no effusion seen at the time. A 24mm closure device was attempted to be placed but was unsuccessful. The 24mm closure device and was sheath were removed from the patient and exchanged for a watchman trusteer sheath and a new 24mm closure device. The new 24mm closure device was placed into the appendage and deployed in a perfect position. After release, a sweep for an effusion was completed and it was noted that there was a medium sized effusion present behind the appendage. The patient remained hemodynamically stable, and no continuous medications were required for blood pressure support. Pericardiocentesis was completed to treat the effusion removing 450ml of blood. The patient was extubated and remained in the hospital overnight. The physician suspected that the non-bsc guidewire caused the small perforation when it slipped into the appendage.